Event description:
Consumer complaint of high blood results. Customer normally is 90-110 mg/dl. The last 5 blood results in memory: 141 mg/dl, 202 mg/dl, 181 mg/dl, 206 mg/dl and 102 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (206) and the normal lowest result (90), is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is 90-110mg/dl. The last 5 blood results in memory: 141mg/dl, 202mg/dl, 181mg/dl, 206mg/dl and 102mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (206) and the normal lowest result (90), is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned. (B)(4).